Event description:
It was reported that patient presented to the hospital on (B)(6) 2024 with abdominal pain. They were transferred to another facility and were found to have bacteremia with gram positive cocci (gpc) in clusters. Their driveline (dl) site was positive for staphylococcus aureus and corynebacterium. The patient had a previous dl infection that had resolved on (B)(6) 2024 after completion of antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange due to infection on (B)(6) 2024. It the device operated as expected. The patient was clinically stable with no device related issues or concerns. They were discharged to an inpatient rehab on (B)(6) 2024 with anticipated discharge home on (B)(6) 2024.